Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis was unable to confirm the reported observations as this lead passed all electrical testing.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was unable to be successfully implanted due to producing high pacing thresholds. This was an attempted implant and never in service. No adverse patient effects were reported.